Event description:
A customer reported that during a patient procedure, using a glidescope core smart cable, the image on the connected glidescope core 15-inch monitor froze. It was further reported that the connection between the smart cable and glidescope video baton 2.0 large was loose, causing a screen interruption and a burst of static across the screen. The procedure was able to be completed by rebooting the system. No delay in the procedure or harm to the patient was reported.

Manufacturer narrative:
A replacement glidescope core smart cable and glidescope video baton 2.0 large were provided to the customer and the reported smart cable and video baton were returned to verathon for evaluation. A verathon technical service representative (tsr) evaluated the return devices and was able to confirm the reported image issue. When connecting the customer's smart cable to verathon's test equipment, it produced a split and flickering image. The smart cable failed verathon's device functionality testing. Next, the verathon tsr evaluated the customer's video baton but was unable to reproduce the reported image issue. The video baton passed verathon's visual inspection and device functionality testing. Verathon determined that the reported image issue was isolated to the smart cable failure. Upon completion of verathon's device evaluation, the smart cable and video baton were scrapped due to the customer already being provided replacements and there being no repairs available for the device. Corrective action is not required at this time. Verathon will continue to monitor for trends.